Event description:
It was reported that a wire became entrapped in a catheter. A starter guidewire was used with a non bsc catheter for vascular intervention of a lesion below the knee. At an unknown point in the procedure the starter guidewire became entrapped within the non bsc catheter. The devices were removed at one unit. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: device was received and dimensional verification determined the device was within specification. Dried blood-like material was noted to be adhered to the coil wraps. The device presents no indications of a manufactured oversized diameter condition. The device presents serpentine bends of varying severity and frequency scattered over the length of the device and a region of ptfe coating removal located 21.5 to 24.8cm from the distal tip with scratches in the coating over the entire length of the device. Dried blood-like material is present on and between the coil wraps throughout the length of the specimen device, with the greatest concentration firmly attached in the damaged coating region resulting in a built up diameter to 0.03605¿ at approximately 23.0 to 23.85cm from the distal tip. The j-form appears normal and unremarkable. No other damage or inconsistencies are noted to the device. All joints appear to be correct and intact by visual examination and by non-destructive testing. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire became entrapped in a catheter. A starter guidewire was used with a non bsc catheter for vascular intervention of a lesion below the knee. At an unknown point in the procedure the starter guidewire became entrapped within the non bsc catheter. The devices were removed at one unit. No patient complications were reported.